Event description:
Customer reported an x-ray on in error message and a frayed power cable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. Unable to duplicate the error message problem. System operates as intended. This MDR is related to ge healthcare.